Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) with chest pain. Information received on the remote transmission was reviewed by qualified personnel. There appeared to possibly be false detections by the implantable cardioverter defibrillator (ICD) due to t-wave oversensing on the right ventricular (rv) lead. It was also noted that there was atrial undersensing observed during episodes on the right atrial (ra) lead. It was noted that the patient has a number of other medical issues and is currently undergoing chemo therapy. The ICD, rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.